Manufacturer narrative:
Follow-up call with patient: patient reported a shocking/ contraction-like sensation on two occasions after eating a meal. She reported her stomach felt as though it was in a contraction with predominant right sided pain. She could not reproduce the sensation, sitting, standing, laying down. Patient is being managed by lubbock gastroenterology, will follow-up with provider/patient.

Event description:
From the call center: I am calling because I have questions about my gastric pacemaker. I am feeling an intimate shock, I am wanting to know if this is this normal.

Event description:
Patient called enterra with questions about the ipg. They were feeling shocking sensations and wanted to know if the feelings were normal. Patient reported a shocking/contraction-like sensation on two occasions after eating a meal. She reported her stomach felt as though it was in a contraction with predominant right sided pain. She could not reproduce the sensation, sitting, standing, laying down. Patient is being managed by lubbock gastroenterology. After repeated attempts to contact patient and get her scheduled with her provider, the patient did not follow up with enterra or her provider. No further action to be taken.